Event description:
A female pt, (B) (6), (B) (6), had incisional hernia repair following several failed repairs. The product, surgimend, was implanted on (B) (6) 2006 to repair the incisional site. It is not known if other surgical mesh medical devices had been used in any of these prior failed surgeries. On (B) (6) 2008, additional surgery was performed because of re-herniation. The surgeon observed that the lower edge of the repair had incorporated well. However, the upper edge had re-herniated near the pt's sternum. The surgeon questioned the technique used to complete the original repair. He subsequently used a second surgimend device to repair this re-herniated area. There was no product available to perform any evaluation since no product has been explanted. The pt is doing fine at this time.

Manufacturer narrative:
The manufacturing record for this product lot was reviewed and everything was in order. Nothing was explanted, therefore, it was not possible to evaluate any product. As the surgeon indicated, it is possible that the technique used to complete the original product repair was not appropriate to a completely successful outcome as the majority of the original product has been well-incorporated.